Event description:
It was reported the catheter was placed into the patient's right basilica vein in the critical care unit. The clinician had to exchange the catheter due to distal lumen occlusion. It was unresponsive to tpa x 3 does (inserted 2 days prior, inr was 4.4). Upon inspection of blue flex tip at removal, the clinician noticed a chip missing from the blue tip. The blue flex tip was intact prior to placement. The pt did not have any other devices placed that may have interfered with the catheter, however, the patient did have a tumor located in the chest area that may have provided vessel/catheter obstruction. There was no delay in treatment and no patient death or complications reported. The clinician confirmed there was no evidence or complications seen with the patient that indicated a piece was left inside the patient. Nothing was surgically removed from the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.